Event description:
Customer reported a hospitalization for high blood glucose. The blood glucose reading had been over 400 mg/dl. Customer expressed high blood glucose symptoms of thirst, claminess, sweating, and blurred vision. He stated that the drive support cap appeared normal. He found no air bubbles in the tubing and no leaks. Customer was unable to perform a high pressure test. The bolus wizard and and basal rate settings were correct. Customer had received a button error alarm a few days prior to the event. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No button error alarm noted. All buttons functioned properly. The device had a cracked reservoir tube lip.